Manufacturer narrative:
Other - for no allegation of product malfunction or non conformance contributing to the reported event. Additional information was received from the user facility. There was no device malfunction or nonconformance during the index procedure and there were no issues with the index procedure. The eleven coils used in the index procedure were all used in accordance with the directions for use (dfu) and continuous flush was maintained. Fourteen gdc and two matrix2 coils were placed during the second procedure. These coils were used in accordance with the dfu and continuous flush was maintained. There were no issues with the preparation, deployment or detachment of these coils.

Event description:
Patient underwent the successful embolization of a posterior communicating artery aneurysm. At the twelve month follow up, angiography revealed a worsening occlusion with a scale of 3 and an aneurysm remnant into which additional coils could be placed. A second procedure was performed two weeks later, during which sixteen coils were placed. A post procedure angiogram revealed a scale of 2. There were no reported patient complications.